Manufacturer narrative:
The subject was returned to omsc for investigation. Omsc checked the subject device and confirmed the reported phenomenon. Also it was analyzed and confirmed what the foreign object was "cellulose". Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation and it could not be identified from the analysis, however, omsc surmised that the foreign object might be a gauze fiber or the like because "cellulose" is unlikely to be derived from the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found the foreign material was clogged in the are/water nozzle at the distal end of the subject device. There was no patient injury associated with this report.